Manufacturer narrative:
The returned device was evaluated. The screw was functionally checked, but would not advance or back out of the lock plate, indicating thread deformation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. The likely cause of this issue is cross threading or attempted off-angle tightening of the device during insertion.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the set screw would not tighten correctly after being installed. It was subsequently removed and replaced with a different implant.